Event description:
It was reported that low output current was seen. System diagnostics were run again and the output current was ok and no further error messages were seen. No additional relevant information has been received to date.

Event description:
It was reported that the patient is having an increase in seizures since implant. They have increased more recently and patient&#39;s mother does not believe the magnet is aborting seizures.

Event description:
The seizures are similar to pre-vns levels. No intervention has been taken for the seizures. The believed cause of the magnet nor aborting seizures is device settings are still at sub optimal levels. Tablet data was received and reviewed and showed no issues with the generator.